Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate shocks to the patient. There was no pacing inhibition observed. Subsequently, the patient underwent a procedure in which the lead was explanted. It was confirmed that the lead was fractured. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing resulting in inappropriate shocks to the patient. There was no pacing inhibition observed. Subsequently, the patient underwent a procedure in which the lead was explanted. It was confirmed that the lead was fractured. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time. Upon receipt at our post market quality assurance laboratory, visual inspection revealed the shocking coil was stretched and an insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead and the corner of the associated device can could not be ruled out. The reported noise, oversensing and inappropriate shocks is likely the result of the lead damage observed by the laboratory.